Manufacturer narrative:
All of the buttons function properly, however a corroded keypad was found. There was no button error alarm during testing. The unit had moisture damage on the lcd board, a cracked battery tube thread, a cracked reservoir tube lip, and a cracked case near the display window corners. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reports that the device was submerged in water. The customer's blood glucose level was 149 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.